Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2026 with the implant of an alto abdominal stent graft system. The final picture identified a type 1a endoleak. The physician is planning a secondary intervention with a palmaz (non-endologix) stent, however secondary has not been scheduled at this time. The patient is currently being monitored.